Event description:
It was reported when using the bd pyxis medstation system had a burning electrical smell, unit reported with overheating and disconnected by facility staff. During device inspection, a field service engineer found that the broken retractor band which hanging down and jammed latch, shorted solenoid system causing shut down and resulted delay in medication's distribution. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station had broken retractor band and shorted solenoid. A field service engineer replaced the affected components solenoid, plunger, module controller and retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.